Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported defective display. The device was turned on and off 5 times, but the reported display defect cannot be duplicated. Keypad test was performed, and the device met specifications with all buttons working as intended. However, a review of the event history log identified a system error 21515 (upstream occlusion sensor failure low). Run tests were performed, and no error codes appeared. A service history review was performed and revealed that the device has no previous service events in the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as a system error 21515. The cause of the system error could not be determined. System error 21515 occurs when the sensing system is impaired and the error is designed to give the user a warning that the pump might not be able to detect an upstream occlusion. This is a non-halting error and will not stop an infusion. The occurrence of this system error does not mean that an undetected occlusion is present at the time of the alarm. When this alarm condition occurs, the user may decide to stop an infusion and obtain a new pump. This is unlikely to result in a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a defective display. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.